Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep met with the patient to assess the adaptive stimulation. When looking at the position trend, it seemed to successfully record position percentages. In order to ensure the rep didn't overlook anything, the rep called tech services. Tech services confirmed that there was no evidence of any issues with the battery and as. It was proposed that often upon relearning positions, the settings often get unintentionally modified. The patient was encouraged to keep a diary of questionable events. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the adaptive stimulation was changing intensity by itself. The patient reported that they would be at 2.0 ¿ 2.4 ma and it would change to 1.8 -1.4 ma unexpectedly. The patient reported that one evening they were laying down and the intensity went to 2.6 ma unexpectedly. The patient was instructed to keep a diary of when this occurs and planned to self-adjust the settings. No further complications are anticipated.